Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) stated that the intrinsic amplitude was measured and found to be smaller than expected. This lead remains in service. No adverse patient effects were reported.